Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient had redness and swelling around the incision site. Additionally, it was reported that the device was sticking out of the patient's body. The device was explanted. No further patient complications have been reported as a result of this event.